Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant the pacemaker and right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms which caused the lead safety switch (lss) to trigger. Noise was also seen on the ra channel. A revision procedure was performed where the physician confirmed good connection between the lead and device by doing a tug test. When the ra lead was taken out of the header, it was tested on a pacing system analyzer (psa) and yielded within range impedance measurements of 600 ohms. The physician then took the existing right ventricular (rv) lead and placed it into the ra port, which yielded greater than 3000 ohms impedance measurements. This caused the physician to suspect an issue with the pacemaker's header. The pacemaker was explanted and replaced successfully. Both leads remained in service with the new device. Approximately two weeks later the clinic noted that again the ra lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms and the patient reports not feeling well. A lead issue was now suspected as the cause, specifically possibly torsion overload. A second revision procedure was performed one week later where the lead was explanted and replaced. No psa testing was done during the second procedure. It was noted that the physician was unable to retract the helix on the ra lead which was also thought to be due to torsion overload. No additional adverse patient effects were reported. The explanted pacemaker was returned for analysis and passed all testing. This device remains in service.